Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room with inadequate capture on their right ventricular (rv) lead. Fluoroscopy revealed the rv lead had likely been dislodged. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Correction - h6 - component code - patient lead code added.correction - a2 - age was added - 76 years